Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse replaced the wash station assembly and the cuvette elevator assembly. The cse successfully ran a troponin precision test. The cause of the discordant tni ul result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was auto-repeated on the same system, which resulted lower. A new sample was tested on the same system, which also resulted lower. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.